Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory using the dade innovin test method. At 01:24 pm, the result from the meter was 2.6 inr. Thirty minutes later the result from the laboratory was 1.57 inr. The customer believed the laboratory result was correct. There was no allegation of an adverse event. There was no treatment and the customer was feeling "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no additional illness, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The customer did not look for the qc checkmark. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr , donor 2 inr: 2.0 inr . Donor 1 hct: 45% , donor 2 hct: 50% . Results: donor 1: retention meter with masterlot strips: 2.3 inr , customer meter with customer strips: 2.2 inr . Donor 2: retention meter with masterlot strips: 2.0 inr , customer meter with customer strips: 2.0 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The investigation determined that the time and date were set incorrectly on the meter. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.